Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and on (B)(6) 2008, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a mesh revision, endometrial ablation, d&c, hysteroscopy, laparoscopic enterolysis, and right salpingo-oophorectomy due to mild urinary retention, right ovarian cyst, and chronic pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. It was reported that patient underwent sling revision with mesh excision and cystourethroscopy on (B)(6) 2014 due to pain at suburethral sling. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/02/2016.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with pelviscopy. No additional information was provided.

Manufacturer narrative:
(B)(4).